Manufacturer narrative:
(B)(4). Ejected clips. The analysis results of the er420 device found that it was received with a clip sideway fed and jammed in the jaws. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 11 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected. Please note an investigation has been initiated to address the potential root cause of the dropping or ejected clips. In addition, the antibackup feature and the lockout mechanism were noted to be non functional. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device, the latch was found to be bent causing the premature activation of the lockout mechanism. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. Furthermore, the antibackup lever was noted worn leading the found antibackup issues. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the fifth clip was stuck in the jaw and could not taken out. The first four clips fired without any issue. Changed to a new device to complete the procedure. No adverse event on the patient.